Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was detached from the sds and the stent was severely damaged with the stent struts stretched along entire length and there was dried medium resembling blood in between the stent struts. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile measurement at the time of manufacture was reviewed and was within the specification. The tip was visually and microscopically examined and no damage was noted. The balloon body was reviewed and no issues were noted, however, the proximal balloon wings section appeared relaxed but on the mid to distal section of the balloon, the wings were tightly folded. Dried contrast medium inside the balloon body was also noted during device examination. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system during handling of the device. A visual and tactile examination of the shaft polymer extrusion found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). Following pre-dilatation, a 2.75x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed the stent detached/separated and was damaged.